Event description:
It was reported that the device was used during an open bowel procedure. It was reported by the rep that the stapler would not fire and a second device was opened, worked fine and was used to complete the case. There was no consequence to the pt.